Event description:
It was reported that on july 22nd, patient visited a physician and it was observed that patient experienced a flare reaction around the pump implant site. 'Echo' investigation was performed which revealed purulent matter, which was removed by the physician. On july 23rd, infection was suspected, and the patient was hospitalized. On july 25th, pump implant site was reopened and cleaned. Antibiotic was administered. Pump was soaked in antiseptic. The physician denied relationship with pump and catheter. The device system was being used to administer gabalon intrathecal.

Event description:
It was reported that on (B)(6) there was no particular abnormality; no problems were detected in either the pump or the surrounding area when the patient visited as an out-patient. On (B)(6) the patient consulted with a physician about the red spot along with heat sensation around the pump and had an abscess drained which had been detected in an ultrasound examination. On (B)(6) the patient visited the hospital and the red spot and heat sensation around the pump were monitored. The patient was admitted to the hospital for treatment of a possible infection within the pump implantation site; the cause was unknown. The incision was re-opened to confirm the pump's integrity and to treat the wound and to check the area surrounding the pump. It was cleansed and the pump was disinfected by immersing it in disinfectant. Although infection was suspected, the patient's condition did not worsen and the patient was currently under observation. "Subsequently, the wound healed well and no sign of infection has emerged in the data". Patient outcome was not recovered as of (B)(6). It was noted that it was unrelated to the drug. Severity was noted as serious. It was also indicated the patient was male. It was unclear if the patient was male or female.

Event description:
Additional information received confirmed that there was reddening and some heat sensation around the pump noted on (B)(6) 2012. It was also reported that the pump and catheter were replaced. A new catheter was subsequently positioned intra-spinally and the new pump was implanted in the left sub-fascia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# unk, lot # j12444ro4, implanted: (B)(6) 2012, explanted:unk.

Event description:
Additional information received reported that on (B)(6) 2012 the patient had the incision re-opened again for cleansing, and the pump was disinfected by immersing it in disinfectant. The patient also received antibiotics. The symptoms had not been relieved, hence pump and catheter replacement were scheduled. Infection within the pump implantation site was suspected to have caught hold, and the cause remained unknown. It was clarified that the patient was male. A follow-up report will be sent if additional information becomes available.